Event description:
Study event. Device malfunction: none. Symptoms/ae: neurological event. Time of symptoms/ae: one day post the procedure. It was reported that the same day post an uneventful left internal and common carotid artery stenting procedure, the patient was discharged to a rehabilitation facility. It was also reported that at an unknown time that same day, the patient experienced a left groin hematoma, a drop in her hemoglobin and hematocrit and emesis of blood. Hemostasis was achieved with a competitor's device. Two units of packed red blood cells were administered and protonix was given as treatment. The following day, she complained of left leg weakness. A CT scan was performed, but results were not available. An add'l CT scan was performed two days later, but the results were not available. Additionally, approximately 2 1/2 months later, the patient complained of worsening left leg numbness. There was no reported treatment. The patient expired approximately 7 months post after the procedure, cause of death is unknown. There was no device malfunction reported. Although requested, there is no additional information available.

Manufacturer narrative:
The stent remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed.